Event description:
It was reported that following CABG surgery the pt was transfused with platelets due to cytopenia which developed during surgery. After 25 ml (10 minutes) the pt's blood pressure decreased from 130/70mmhg to 60/35mmhg. The transfusion was discontinued, and pt's blood pressure recovered. The transfusion was restarted and hypotension recurred. The trasfusion was discontinued and the pt's blood pressure recovered. No pt sequelae were reported.